Event description:
It was reported that t-wave oversensing was observed on the right ventricular (rv) lead. It was indicated that the patient had two brief, one and three second in (B)(6) 2017, episodes of t-wave oversensing falling in the vf (ventricular fibrillation) zone. It was noted that the patient was currently in the clinic with no ongoing t-wave oversensing and the clinician was not interested in making any adjustment in sensitivity for the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.